Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the keypad and labels were all intact, no external damage found. The event history log was unable to be evaluated as it had not been set up on the device by the user. Functional testing of the device was able to confirm and replicate the reported event. Upon power up, the device was found to be on programming default. It was determined that the aaa battery was not replaced when the device prompted the user to do so, resulting in the loss of programming. The aaa battery was replaced to address the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device lost programming. There was no patient injury reported.